Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an emergency room visit due to being sick and having high blood glucose levels. The customer's blood glucose level was unknown, but was treated with IV fluids. Customer was wearing the device at the time of admission. Customer stated he did not get insulin from the hospital and they did not check his readings. Nothing was replaced or returned.

Manufacturer narrative:
The device information provided in section d with the initial report was incorrect. The correct information has been provided with this report.